Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the imperfection of proper reprocessing caused by leakage in the device. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the maintenance / annual inspection process. During routine inspection of the device by olympus, the following reportable malfunction was found: a brown foreign material was found on the forceps elevator and the light guide lens, and the forceps elevator had corrosion. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the maintenance / annual inspection process and a brown foreign material was found on the forceps elevator and the light guide lens, which was most likely traces that remained from previous procedures, and the forceps elevator had corrosion. Additional findings include the following: the grip had discoloration, the switch box had discoloration, the air / water cylinder had no color, the suction cylinder had no color, the electrical connector was dirty due to water leakage, the distal end had corrosion, the connecting tube had a cut / buckling, parts needed to be replaced due to annual inspection, the adhesive around the objective lens had wear, and water tightness of the forceps elevator was lost. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.